Manufacturer narrative:
Investigation results: the complaint of difficulty advancing the catheter and a damaged catheter was confirmed; however, the root cause could not be determined. The catheter damage likely contributed to the complications with advancement. One 22g insyte autoguard from lot #4270298 was provided for investigation. The catheter tubing was damaged. The v-shaped breach in the tubing suggests that the needle may have pierced the catheter tubing; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter tip damaged. The following information was provided by the initial reporter: injuries or adverse event: no. Attempted to start an IV on a patient, the catheter would not advance. When removed it was noted that the tip of the catheter was split.